Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a loose drive support disk. Unable to perform the basic occlusion test, occlusion test, and excessive no delivery test due to the prime anomaly. The insulin pump passed the displacement test. No alarms were noted.

Event description:
The customer reported an alarm during the manual prime. Advised the customer that the insulin pump would be replaced. Nothing further was reported.